Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2023. During the procedure, the physician wanted to ligate the varix to prevent rupture and bleeding. When the handle was rotated, it was noticed that it was difficult to rotate, and also the bands were not deployed as all the bands were stuck together in the ligating unit. The scope was removed from the patient along with the device, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the complainant. Per media analysis, the photo showed the bands in the ligator housing were overlapped, and the ligator housing teeth were bent/damaged. No other problems with the device were noted from the photo. The reported event of bands unable to deploy was confirmed; however, the reported event of handle won't turn cannot be confirmed since the handle was not returned. Based on media analysis, the bands were overlapped and the ligator housing teeth were bent/damaged. It is most likely that the reported problem "failure to deploy" could be related to the possibility that during the procedure, the knots that hold the sutures of the bands in the ligating unit untangled from it, or one of the teeth in the ligating unit was damaged, affecting the sutures and causing the bands to not deploy properly because the bands passed under the other rubber bands, leading to the reported event. However, due to lack of evidence and without proper evaluation of the device, the most probable cause of the reported issue cannot be established. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, therefore, the most probable root cause for the encountered problems will be documented as cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6)2023. During the procedure, the physician wanted to ligate the varix to prevent rupture and bleeding. When the handle was rotated, it was noticed that it was difficult to rotate, and also the bands were not deployed as all the bands were stuck together in the ligating unit. The scope was removed from the patient along with the device, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code(B)(6) captures the reportable event of bands unable to deploy. Imdrf device code (B)(6)captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with five bands attached, some of them were moved and overlapped, and the bands were torn, which are consistent with the findings per media analysis on the provided photos. The suture thread was fully unfolded from the ligator housing with the five bands attached. The handle slot had the trip wire inserted. The suture thread was in good condition and contained the seven knots. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of handle won't turn was not confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, and the ligator housing still had five bands attached. Some bands were moved, overlapped, and the bands were torn. This suggests that the device could not deploy the bands. The handle assembly and the suture thread were in good condition, and no problem was detected on these components. It was also found that the ligator housing teeth were bent, which suggests that there was an incorrect application of tension to the suture thread at the time of deployment, which caused the movement and overlapping of the bands, twisting them, even tearing them. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the physician wanted to ligate the varix to prevent rupture and bleeding. When the handle was rotated, it was noticed that it was difficult to rotate, and also the bands were not deployed as all the bands were stuck together in the ligating unit. The scope was removed from the patient along with the device, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped. No further information has been obtained despite good faith efforts.